Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital (B)(6). E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 2.9mm x 22mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.